Manufacturer narrative:
Follow-up investigation for returned product has been completed and since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Therefore, h6. Result code and h6. Conclusion code remains the same as reported in 3500a initial report. Added h6. Method code of "device not returned", h3. Device evaluated by manufacturer? Of "no" and . H3. Reason for non- evaluation of "other". If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Investigation summary: an analysis was performed on the pictures and video that were provided by the customer. According to pictures and video, it was observed that the hemostatic valve folded inside the hub and residues of blood can be observed. A manufacturing record evaluation was performed for the finished, and no internal actions related to the reported complaint condition were identified. Customer complaint was confirmed. However, the device has not been returned for analysis. Therefore, it is s not possible to determine the root cause of the failure. If the device is received in the future, the product analysis will be performed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that during an atrial fibrillation (afib) ablation procedure, a part of the hemostatic valve on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small broke off and got dislodged inside the clear part of the junction when the physician took out the dilator and a small amount of blood (about 5ml) was also leaking back. The physician removed the sheath from the patient¿s body and tried to flush it. The fluid was coming out of the back of the sheath instead of flushing through the tip. The sheath was replaced and the issue was resolved. The carto 3 system is operating per specifications and is not responsible for the product issue. It was reported that the sheath has been determined to be the root cause of the complaint reported. The procedure was continued without further issues. No patient consequences were reported. There was no intervention needed for the patient and their hemodynamics were not affected. Since there was no indication that the bleeding led to hemodynamics disruption or did not require medical/surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure and was not life threatening, this event was assessed as not a serious adverse event but a product malfunction. The described hemostatic valve issue was assessed as a reportable MDR issue.